Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Analysis was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 206 mg/dl. The customer mentioned having a low blood sugar of 42. The customer reverted to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.